Event description:
It was reported that the patient experienced an event where the infusion set tubing was leaking at the site, resulting in bg exceeding 500 mg/dl (27.7 mmol/l). The patient managed the elevated bg by administering a correction bolus via pump and a correction injection via mdi on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.